Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an asystole episode and the patient appeared to be hypoglycemic. The root cause of this could not be determined. The patient had to receive cardio pulmonary resuscitation (CPR). While reviewing the device it was found that it delivered anti-tachycardia pacing (atp) and shocks, however, it could not be determined if it was appropriate or not since the CPR could have influenced the delivery of the therapy. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.